Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge circuit board. The system operates as intended.

Event description:
The customer reported a loss of the cine function. No pt injury was reported.